Event description:
It was reported by dealer that right rear wheel is bent on the prox4s wheel chair. The dealer states that he thinks it may have happened over a period of time. Has been in use 5+ years. No additional information.